Event description:
Bosotn scientific recieved information that this cardiac resychronization thearpy defibrillator (crt-d) declared end of life (eol) due to extended charge times. The device will be returned. No adverse patient effects were reported following the explant procedure.

Manufacturer narrative:
Upon analysis this investigation will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.